Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the e-100 was not working properly. The technical support engineer (tse) assisted clinical sales representative (csr) through verification of connections, but the e-100 was connected correctly. The tse found no related issues in the logs. The csr stated that he received no led light status at the instrument receptacle and the instrument would not fire when installed. The csr used the vio dv 2.0 integrated electrosurgical unit (erbe) to continue the procedure. No further troubleshooting was performed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used the vio dv 2.0 integrated electrosurgical unit (erbe) to continue the procedure. The case was completed by plugging in the vessel sealer extend to the ebre. The customer could not provide the patient demographics.

Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 went down an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse identified that the e-100 was not recognizing the instrument. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This e -100 generator unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on. The unit would not provide energy for cut/seal. The reported complaint was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer switched to the erbe generator after the start of the procedure due to a non-functional e-100 generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.